Manufacturer narrative:
The insulin pump passed the displacement test during failure analysis. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Failure analysis was unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history check failed on start up alarms. Displayable history check failed on startup alarms due to a corrupted history file. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer also reported receiving a motor position encoder error alarm and a motor error alarm. It was also reported that the insulin pump was resetting the customer's settings. The customer also reported that the drive support cap was normal. The customer was able to rewind the insulin pump, but received a motor error alarm after. The customer stated that the motor error alarm occurred seven times in the past under the same circumstances. The customer's blood glucose was 500 mg/dl. The customer was advised that the pump needed to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan.